Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon encountered abrasion when inserting the femoral neck screw. There was a problem with advancing the screw - it touched the lateral part of the nail. It couldn¿t be inserted securely and safe through the lateral nail opening. Another implant (nail and screw) were opened. Fragments generated were easily removed without additional intervention. Surgery was completed successfully with a delay of unknown length.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the tfna fem nail ø11 r 130° l235 timo15. The oblique hole and the lock prong assembly were examined and no signs of any damages or condition that could have caused the mating device to be damaged during the procedure. A dimensional inspection for the tfna fem nail ø11 r 130° l235 timo15 was not performed as it is not applicable to the complaint condition. A functional test was performed connecting the mating tfna screw to the nail; there was no problem with advancing the tfna screw, the tfna screw passed freely through the nail hole, and the locking mechanism in the nail advance accordingly. The tfna screw could be inserted securely and safely through the nail opening. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the tfna fem nail ø11 r 130° l235 timo15 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: monument. Manufacturing date: 12-may-2021. Expiration date: 01-may-2031. Part number: 04.037.144s, 11mm/130 deg ti cann tfna 235mm/right-sterile. Lot number: 160p635 (sterile). Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.